Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom as "door not fully latched" alarms. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a "door close issue". It was also reported that there was no patient involvement.